Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, total delamination assessed as adhesive failure. Use error-breast: observed, one opening assessed as surgical damage per rga. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side deflation. It was later reported "hole caused by deflation using 18g needle". The device has been explanted.

Event description:
Healthcare professional reported, left side deflation. It was later reported, "hole caused by deflation, using 18g needle". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.